Event description:
Customer reported that there was a crack on the screen of the insulin pump. Customer could not recall how this damage occurred. The blood glucose reading was 52 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.